Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the defib pads failed while a patient was undergoing cardiac arrest. The pads were placed on a second device and the therapy was delivered. It was reported that the device failure was observed while in use on a patient that was undergoing cardiac arrest. A second device was used to continue care to the patient. No adverse impact was reported. There is no allegation or indication that the use of the defibrillator caused or contributed to the need to provide shock therapy.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The fse conducted numerous tests and was unable to get the device to fail. The reported problem was not confirmed nor was it reproduced. The customer had checked all connections the customer had used the existing pads on the replacement device and was able to deliver a shock. This confirmed that the pads were not the problem. The device was put through an operational check by both the customer and the fse. --the operational check passed. The fse attempted to cause the device failure by shaking and moving the cables while testing. No failures were detected. The fse verified calibrations of the etc02 and nbp, performed the joules test twice, and performed the verification testing per the service manual. No event summary or ECG strips were available for review. The device passed all functional testing. The device remains at the customer site for use. The device is fully operational. No device malfunction was observed, but philips cannot rule out that a malfunction occurred at that time. The cause of the reported failure could not be determined. There is no indication of a systemic problem; no further investigation or action is warranted.